Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was too flimsy during insertion. The patient alleged that the device could not be used.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form. This event and device problem code is not considered a reportable event as per current reportability guidelines. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was too flimsy during insertion. The patient alleged that the device could not be used.